Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not given. Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer addressed their bg with a correction bolus. Customer updated their settings to address the event.

Event description:
The customer reported an issue with high blood glucose levels, displayed as "high" on their device, although the exact value was unknown. There was no adverse impact to the customer¿s blood glucose level stated as being outside the normal range. The customer administered a correction bolus via the pump and received assistance from technical support in updating the necessary settings. The customer was advised to consult with their healthcare provider whenever settings are updated and confirmed understanding of this guidance.